Event description:
It was reported that on (B)(6) 2010, the patient underwent an interventional xact stenting procedure in a 91% stenosed, mildly calcified lesion in the left internal carotid artery. Post procedure on (B)(6) 2010, the patient experienced a stroke which was treated with vasopressors/inotropes. The patient's condition has continued but improved. The patient was discharged home on (B)(6) 2010. As of (B)(6) 2010, left side numbness from waist up was the only deficit remaining. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.